Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/22/2020. Additional information: h6. A manufacturing record evaluation was performed for the finished device batch kgq502, 8684g35 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was noted that the suture needle protruding from the packet. There were no adverse patient consequences reported. No additional information was provided.